Manufacturer narrative:
(B)(4). One 8.5f agilis steerable introducer sheath was received for evaluation. The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation / atrial tachycardia case, st elevation was noted while verifying isolation of the pulmonary veins following cardioversion. This was noted a second time when moving the spiral catheter (which was in the agilis) out of the left atrium. St elevations disappeared spontaneously. The physician suspected an air embolism, however; no air was visualized in the patient and no intervention was needed. The patient is in stable condition.